Event description:
Patient reporting, right side rupture. Physician confirms, "patient noticed, pain in right mammary gland. Change of form and density. According to ultrasound, it was found implant rupture". Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Photo analysis: visual analysis of the photographs identified, rupture: observed, but cannot perform an assessment of the opening, as no microscopic analysis can be performed. Pain: unable to observe, as it is not related to the device. No additional observations.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reporting right side rupture. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Physician confirms "patient noticed pain in right mammary gland, change of form and density. Device has been explanted and replaced with a non-allergan device.